Event description:
It was reported that when the doctor tried to fasten the suture into the device, the bullet fell off the suture. The doctor has been using this device for a long time and therefore was careful to not pull too hard on the suture.

Manufacturer narrative:
The reported event is inconclusive due to partial sample return. Received needle with a partial piece of suture approximately 3 1/4" long with original product labeling. The bullet and the bullet end of the suture were not returned with the sample. It was noted that the needle was broken upon return of the sample; approximately 0.2cm of the needle was still attached to the suture. The exact cause of the broken needle could not be determined, however, it would not have contributed to the separation of the bullet from the suture. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "avoid excessive handling i.e. Crushing or crimping resulting from use of surgical instruments such as forceps and needle holders. Adequate knot security requires the accepted surgical technique of flat, square tires, with additional throws as warranted by surgical circumstance and the experience of the surgeon. The use of additional throws may be particularly appropriate when knotting monofilaments. Strong familiarity with surgical procedures and techniques for nonabsorbable sutures is required before use." (B)(4).